Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a damaged insulin pump. The customer's blood glucose reading was 138 mg/dl. The customer stated that a piece has broken on her pump where the reservoir gets inserted into the pump. The customer stated that the damage might occur possibly from screwing reservoir in and out. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.